Manufacturer narrative:
In initial report, date received by manufacturer was incorrect. The correct date should have specified 7/10/18. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. It was indicated that the device is not returning for evaluation as it was discarded by the customer; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 21.0 diopter lens was inserted and removed during the same surgical procedure due to the patient experiencing a rant in the eye/capsular tear. The account commented that there were no issues with the lens. Reportedly, the lens was discarded by the account. No additional information was provided.